Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: the battery compartment was cracked. The paint on the pump was chipping off. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 11/10/2014.